Event description:
It was reported the patient's blood glucose level was in high 200s to high 300s that did not respond to corrections while wearing the pod between 36 and 48 hours. The caregiver stated that the patient experienced multiple pod failures despite being in auto mode. The caregiver stated that the cannula was properly inserted into the skin during wear, there was no redness or swelling at the insertion site, and there was no insulin leakage noted. Upon pod removal, it was noted that the cannula appeared normal. The patient was able to achieve control of their blood glucose levels once they started using pods from a different box. Details of treatment were not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.5. Hardware: iphone17.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.